Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the tip broke off in the patient. The tip was removed and included in the red bag. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). The device was received with the blade broken off and not returned. During functional testing on a generator the device gave an error code 5. In addition, the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Dried body fluids were found at the hand activation domes. It is probable that this may have affected the functionality of the hand activation buttons.the device will stop activating, and display an instrument error on the generator when the blade becomes damaged. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.